Event description:
Medtronic received a report of axium coil non-detachment. The patient was undergoing surgery for treatment of an amorphous, ruptured, left internal carotid artery (ica), ophthalmic artery segment aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. It was noted the patient's blood flow was unknown and vessel tortuosity was unknown. It was reported that vascular access was established via a femoral artery puncture. Once the microcatheter was positioned at the target site, an axium coil was delivered to embolize the aneurysm. During the embolization procedure using apb-1-2-3d-es, the coil failed to detach; despite multiple attempts, it could not be detached. Consequently, it was withdrawn and replaced with a new coil, allowing the procedure to be continued and successfully completed. It is unknown how many times the physician attempted to detach the coil with the instant detacher, if another instant detacher was used, or if there was any issue with the instant detacher. There was a manual attempt at detachment via hypotube but the number of attempts are unknown. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.